Event description:
It was reported to st. Jude medical that the in october 2001, the ICD was experiencing long charge times. Following manual capacitor reforms, a reasonable charge time was achieved. The auto cap reform was set to monthly. On the day of the event, the patient presented with reported early battery depletion. Explant has been scheduled.